Event description:
Received my first injection of euflexxa on (B)(6) 2024 and the second on (B)(6) 2024, I waited two weeks since the initial injection made my knees feel worse. Around the time of the second injection I had an acute onset of fatigue, muscle pain, tendonitis in my shoulders and achilles tendon, joint pain in multiple joints and nasal congestion. Went to my pcp on (B)(6) 2024 and she referred me to a rheumatologist. On (B)(6) 2024 went to the rheumatologist and had a complete workup for all autoimmune disorders as well as testing for lyme disease. On (B)(6) 2024 I started having right leg pain in the calf muscle directly below the knee. By the next day, the joint was swollen and I went to the ER. Xray and us revealed an effusion. They did not drain it and sent me home on oxy. On (B)(6) 2024 went back to the rheumatologist who drained the knee. They started me on empiric treatment for lyme of doxycline and oral prednisone.(10 mg/day) within two days I had results and it pointed to pseudo gout because of the calcium pyrophosphate crystals. All of the blood work from previous week came back and the only positive testing was for crp(c-reactive-protein) and esr(erythrocyte sedimentation rate) which were both elevated all markers for autoimmune disorders were negative. Lyme testing also negative also, I had a very painful r shoulder and sought help from and orthopedic surgeon specializing in shoulders. He ordered an MRI and when I went back in (B)(6), the pa made it sound like my arm was ready to fall off and that I needed surgery. Luckily I opted for a second opinion and was told I did not need surgery after the ER visit and the draining of the effusion, I started to realize that all of these problems/symptoms appeared after receiving euflexxa I looked on the medicare statement and found out the name of the product that was injected to be euflexxa. When I researched the product both on the company's website and another website www://rxlist.com/euflexxa-drug.htm I realized that all of the problems that I had were directly related to the drug I still am experiencing pain and fatigue as of (B)(6) 2024. Reason for use: treatment of oa(osteoarthritis) of the knees.